Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a notification regarding the audio issue. The device was not making any sound when alarming for high and low glucose alerts. The device failed the audio test. The customer had high blood glucose in the 500 mg/dl to 600 mg/dl range and they also had low blood glucose, however, no values were provided. The customer treated their high with a manual injection. Troubleshooting was declined for the high and low levels. It is unknown whether auto mode was in use at the time of the incident. The device will be returned for analysis.